Event description:
The customer reported to olympus that, during preparation for use, the customer experienced error 200 and the device shut down. The procedure was completed with another device. There were no reports of patient harm associated with this event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, energy was low. This report is being submitted for the malfunction found during evaluation (low energy).

Manufacturer narrative:
During inspection and testing, energy was low due to a faulty power supply and printed circuit board which resulted in error 200 ref 11 occurring. In addition, the display was dim due to an led that was no longer functioning properly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s investigation, and to correct the aware date from the initial MDR. The initial MDR was submitted with an incorrect aware date; the correct aware date is january 7, 2023. The returned device is an olympus asset. During the evaluation of the returned device, the user¿s report was confirmed. The evaluation was completed on january 7, 2023. The DHR for this product have been reviewed. All record(s) indicate that the product was manufactured, tested in accordance with all applicable procedures, met all final product release criteria and no recorded deviations relating to the reported failure.